Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter states patient tested 5.5 inr on the coaguchek xs system while a comparison lab returned as 2.78 inr. Patient's warfarin dose was being held based on a meter result of 4.5 inr from the day before and was resumed when the lab result was returned. No adverse event reported. Requested return of suspect system and replacement was sent.